Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) failed to provide telemetry. It was discovered that the icm was not present anywhere on the patient's body. No patient complications have been reported as a result of this event.